Event description:
Same as case #6000089-2006-01020, 1022post a coronary drug eluting stenting treatment procedure, an aneurysm was found. The patient was treated with 3 taxus liberte drug eluting stents in the circumflex (cx) artery, sizes 2.5 x 16mm, 2.5x24mm and 2.5x20mm. The patient was schedule to return two weeks later for a staged procedure of the right coronary artery (rca). The physician performed a routine angiography review of the cx and noticed that an aneurysm had developed in the stented area of the proximal cx. The physician continued on to treat the rca with a bare metal stent. The patient is stable and was asymptomatic. This product is only ous approved but it is similar to a marketed us device.